Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A customer from (B)(6) stated she ran one blood test on the contour plus. She was able to see the 14 day average of 84mg/dl, but was not able to find the individual reading. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to the customer.